Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to verify the device powering off by itself, but did verify the device boot issue. Physio-control replaced the therapy pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically shorted capacitor, designator c553. The shorted capacitor caused the device to reboot itself and to display a  ¿connect cable¿ message.

Event description:
The customer contacted physio-control to report that their device powered off by itself when being prepared to be used on a patient. `backup device was used. The patient survived the event. The customer later evaluated the device and observed that the service indicator was illuminated and the device would reboot itself. No further information about the event or the patient was provided by the customer.